Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii lvas, (B)(6) could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported separation of the driveline bend relief from the metal connector could not conclusively be determined through this evaluation. The submitted log file contained data from 28dec2020 at 21:22:11 to 20jan2021 at 9:09:31. The pump speed was set at 9600 rpm with a low speed limit of 9200 rpm for the duration of the captured data. On 29dec2020 and 06jan2021, there were several transient events where the pump power and calculated flow were elevated ranging from 8.0-10 watts and 8.6-11.9 lpm respectively. No other abnormal events were captured. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. Per additional information, the cause of the power elevations was not identified. Reportedly, the device operated as expected. The patient was asymptomatic. Additionally, it was reported that the patient¿s driveline presented with separation of the silastic from the driveline connector at the distal end. A distal end clam shell repair was scheduled and performed on 22jan2021. The submitted photo revealed superficial damage to the distal end of the patient¿s driveline adjacent to the metal connector. The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the hmii IFU and patient handbook provide driveline care instructions. They also address damage due to wear and fatigue of the driveline. The relevant sections of the device history records for (B)(6) and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2021-00344. It was reported that the white power cord of the controller was dark and spongy with a lump on it. The log file captured two power spikes on 28dec2020. The vad coordinator observed slight separation of silactic from the driveline connector at the distal end. The patient had a universal percutaneous lead bend relief repair kit installed on (B)(6) 2021.